Event description:
It was reported that the driver ran by itself intermittently prior to the start of a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was rec'd at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with bearings, which were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.